Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and manufacturer representative. They reported that the patient called back to report that on (B)(6) 2025 they've encountered an error message "handset changed". Agent reviewed information and documented reported event. Patient also wants to contact their rep regarding the letter they've received as it was stated that a rep assistance is required to analyze the applications logs from their device. Agent reviewed information and sent an email to the field. Additional information was received on 2025-jun-09, the rep called to report the patient (pt) is still having issues connecting to the ins. Pt said they got multiple error message and is unable to connect to the ins. Technical services (ts) had pt reset handset and communicator but pt was still having issues connecting. Rep will meet with the pt for troubleshooting. Additional information was received on 2025-jun-12, the rep called back to report that they met with the patient to troubleshoot the telemetry issue. The rep said they had been back and forth with healthcare it and they determined that the handset was the cause of the issue. The rep mentioned that the communicator was replaced first, but that didn't seem to resolve the issue. During their appointment with the patient the rep was able to connect to the ins using their (the rep's) handset and the patient's communicator, and they connected to the ins 5-6 times efficiently. However, the rep was unable to connect to the ins using the patient's handset and communicator. The rep noted that they had the communicator positioned over the same spot, but it just wouldn't connect. As a result, the rep requested to have the handset replaced. The rep didn't know the serial number of the handset, but they confirmed it was a galaxy j3. Agent re-opened the case and assigned to self to send a request to the repair department to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that replacing the handheld device resolved their connection issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back reporting they continue to experience intermittent telemetry issues with the communicator. They met with the mdt rep who determined the problem is the communicator and directed patient to call for replacement. Replacement request sent to repair.

Event description:
Additional information was received from the patient. The patient called back and reiterated previous issue. Patient stated they received their replacement communicator on (B)(6) 2025 and things were going pretty well and that they would occasionally get "device not responding" so they would reposition the communicator just a little bit and they would be able to communicate but all morning today (B)(6) 2025 they hadn't been able to connect. Patient stated they would get 'device not responding' and it would show 'operation failed.' Patient stated that 'operation failed' message happened a few times. Patient services reviewed external device function and connection considerations with the patient. Patient's spouse was on the line as well and said they were able to see "the mark" (the incision) on the patient's skin so they thought they pretty much had a bullseye to connect. Patient tried to connect on the call and got 'communicating' at first and then it went back to 'device not responding.' Patient services had the patient and their spouse palpate the skin gently to feel for the implant, explaining the implant could be an inch or two below the incision. The spouse said they felt the upper left and right corners of the ins, 'something hard under the skin' but they were unable to feel the other two corners. Patient services had the caller center the communicator over the two corners of the ins that were closest to the surface of the skin and the corners they could feel and the patient was able to connect to see their settings. Patient services reviewed emi considerations as well with the patient and caller. Caller noted that a router was 50 feet away from them. Patient services reviewed with the caller and patient to be mindful of emi in the future. Patient stated things appeared to be functioning as expected now. Caller noted they would bring up the two corners to the patient's hcp to see if they could find the best place to place the communicator to connect. Patient stated they would call back if they ran into any other issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been having issues with the device not responding and they keep getting the message to reposition the communicator over the internal device. Patient stated this has been going on off and on for some time now and after several tries they can finally get it to go through. Patient's husband was also on the call and stated they started noticing the connection issue over the past 6 months. Patient mentioned they sometimes have to turn the handset off and back on to connect. Agent asked patient if they have had any falls or trauma to the area where the battery is and patient stated no. Patient also denied gaining or losing a significant amount of weight. Patient confirmed they are able to feel the battery under the skin. Agent suggested that patient hold the communicator vertically with the blue light on the top and move it down an inch or an inch down from where they normally place it. Patient was able to successfully connect to the implant. The troubleshooting steps that were taken on the call resolved the issue. Agent suggested patient continue to utilize the method that worked on the call, but to call mdt or managing hcp if issue persists. Of note, patient's husband mentioned patient get message on the handset saying the memory is running out. Patient's husband said he worked with computers for 40 years and is very tech savvy. He said when this message comes on that he goes into the settings and clears the log files. Husband said he thinks it may affect how easily the handset connects to the ins. Agent reviewed with husband that it is not expected that they would have to clear out logs (husband confirmed he was not going through the mdt therapy app to clear logs, but rather through samsung settings). Husband will call ps back when message appears again so hcit can be notified.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.